Event description:
Customer reported a malfunction alarm with malf code 12. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided pump reset information and assisted with resetting, resolving the issue without recurrence. Customer was advised to continue using the pump and to call back if any further issues occurred.